Event description:
Customer reports to have briefly suffered hypoglycemia. Customer called to inquire if insulin pump had a reserve due to pump showing 2.0 units of insulin left and he was able to bolus 4.6 units of insulin. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.